Event description:
During a procedure to have 2 small cysts removed under my arms, the nurses applied 3m brand tegaderm waterproof dressing. Experienced severe negative reactions via rash and welts at adhesive contact areas. Experienced feelings of extreme heat & pain at those locations. No history of allergies to anything & have had multiple bandages applied.